Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was experiencing t-wave oversensing and farfield r-wave oversensing. There was also an instance of undersensing when an intrinsic r-wave occurred simultaneously with an atrial pace. The physician's opinion on the cause is a combination of odd morphology premature ventricular contractions (pvc), heart rhythm, and the device occasionally oversensing the pvc's. The device is still in use. No patient complications were reported as a result of this event.